Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. No injury to the patient was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (2007).